Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer was attempting to deliver a bolus when a malfunction occurred. There was no impact to bg levels; however, patient could not provide exact value. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.